Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(4) 2015 and the pt was discharged home. "The pt was seen approximately 24 hours post-ablation with pain and taken to the operating room for a laparoscopy. Within the abdomen was grayish fluid and significant adhesion. On the right posterior wall of the uterus, just medial and below the right cornua, was a circumferential area of blanching associated with a perforation in the center. The bowel was inspected and no injuries were identified. A hysterectomy was completed. On post-operative day 3, she had worsening pain and was taken to the or for an exploratory laparotomy. A laceration of the ileum was noted though there was no evidence of thermal injury to the bowel. The area was oversewn and now bowel resection was required."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complaint, there fore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complaint. Device history record (DHR) review was conducted for the radio frequency controllers. There were no reworks or observation noted at time of MFR. No relationship can be established between DHR and current complaint. Reference internal complaint (B)(4).